Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using night aligners, the patient was at the end of treatment but the bottom teeth were not completely aligned and the crown on the top right last molar broke and there is currently a temporary crown placed by dentist.